Event description:
It was reported that bd alaris pump module blood set was defective the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. The units have identified backflow issues with our administration of blood products, including 3 times in the past 3 weeks. Same product as the other events- alaris bd blood tubing. They did not save product as it has become such a reoccurrence. I will ask for pictures to be saved at least. Event details below: bd alaris pump infusion blood set. Blood tubing back primed despite being clamped.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of clamp issues / damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10015414 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.